Event description:
The patient was not able to adjust stimulation today; he has been charging for the last 2-3 days. An information request was made regarding the recharger. The patient was confusing coupling bars with the implantable neurostimulator (ins) charge level. The patient was told by his health care provider (hcp) that once the boxes fill up and it beeps that it has finished charging. During the report the patient experienced a warm/burning sensation in or around the ins pocket during recharging. It hasn¿t burned before. A coupling problem was reported, this issue just started today. Typically receives several shaded bars. During the report the patient started the antenna locate feature but the feature was aborted because the ins site started to burn even over a t-shirt. The recharger was beeping and has not been dropped or gotten wet. A broken external antenna was reported. No out of box failure. It was noted the stimulation was for the back and legs.

Event description:
Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888-56, lot# va0ksxp, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va0clr0, implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37791, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).